Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 67-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient experienced significant pruritus and dry, irritated skin associated with optune gio therapy. As a result, the patient temporarily discontinued optune gio treatment for one week. The patient was prescribed oral hydroxyzine 25 mg and a topical emollient. On (B)(6) 2026, the patient further reported experiencing skin irritation, erythema, and pruritus beneath the arrays, leading to a temporary discontinuation of optune gio therapy beginning on (B)(6) 2026. The patient also confirmed that the healthcare provider prescribed hydroxyzine, recommended the use of a skin barrier product, and advised a temporary treatment break. One photograph was provided, showing the top of the patient's head with mild erythema and multiple areas of mild scabbing. Multiple attempts were made to contact the prescribing physician; however, no reply was received.